Manufacturer narrative:
Per RMA a replacement computer and tiu were sent to site. Part will not be returned. System is functioning without issue.

Event description:
Site reported, the position sensor unit psu does not track passive instruments and frames. After keeping the psu on for about 120 hrs, the psu could barely track, the passive frames and probes till, "too close" and, with hardly any volume. The computer intermittently shuts down, by display going to "searching input" mode. This event did not occur during surgery and no patient was present.